Event description:
It was reported that during insertion of the anchor into the hole, it looked like the anchor inserter split the anchor in two, the anchor was deployed and removed the inserter. The inner bioraptor plug came out with the inserter. Tension was placed on the anchor to try and pull it out, but it did not move and the tension on the suture stayed stable. The anchor was left in the shoulder. It is unknown if there was a backup device available to complete the procedure. Attempts were made to retrieve further information

Manufacturer narrative:
One bioraptor knotless suture anchor system was returned for evaluation. Visual assessment of the devices showed the inserter tines and inner shafts are bent. The inner plug remains on the inner shaft. The inner shaft is also twisted. The condition of the device indicates it was subjected to excessive force and off axis insertion. Per the device under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿.